Manufacturer narrative:
Vyaire evaluate device onsite found out vent has no support arm. The circuit was disconnected where the support arm would be located. Excess water in the circuit cause map (main airway pressure) fluctuations. The customer was using low flow blender which is not recommended for ventilator use. Vyaire replaced circuit and retested system no other problems noted. The power module was replaced and performed 7 year pm. Completed performance test on the ventilator no other problems noted.

Event description:
The customer reported that the 3100a map (main airway pressure) was fluctuating and the amp reading is 2. The device was running on a patient and was transferred to another ventilator. Customer confirmed no patient harm in this reported event.